Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of a capacitor, designator c14 from the digital pcb assembly. The capacitor caused excessive current leakage which depleted the internal hlc batteries and led to the reported power issue.

Event description:
It was initially reported that their device was showing its service wrench. After a review of the downloaded information from the device, there was evidence of the internal batteries being previously depleted to a point where defibrillation therapy may have not been possible. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.